Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2877 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("another fragment of the essure coil is embedded within the endometrial cavity") and fallopian tube perforation ("a second essure coil is identified protruding from the serosal surface of the right cornu") in a 43 year-old female patient who had essure inserted. The patient had a medical history of bleeding genital, parity 3, multi gravida, abdominal pain and abnormal uterine bleeding. The patient had a family history of colon cancer, deep vein thrombosis, endometriosis and heart attack. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time she experienced device breakage (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2014, as per mr (B)(6) 2014. Right tube, 6 coils; left tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose] on (B)(6) 2022: 115 mg/dl(high). [Pathology test] on (B)(6) 2022: final diagnosis: total hysterectomy, bilateral salpingectomy. Uterus, cervix: no pathologic abnormality identified. Uterus, endometrium: scant benign endometrium without proliferative activity, atypia or hyperplasia. Uterus, myometrium: no pathologic abnormality identified. Serosa: fibrous adhesions. Bilateral fallopian tubes with essure coils. No inflammation identified. The right tube is inked and sectioning reveals tightly coiled portion of metal, grossly consistent with an essure coil, contained entirely within the left fallopian tube. A second essure coil is identified protruding from the serosal surface of the right cornu. Another fragment of the essure coil is embedded within the endometrial cavity [ultrasound pelvis] on (B)(6) 2022: pelvic us uterus 7.9 x 4.8 x 4.7 cm, small 0.7 cm anterior intramural fibroid, endometrium 14 mm and heterogenous. Patient has previously attempted: aygestin - continued heavy bleeding. Contraindicated therapies: none. Patient does have a history of essure sterilization and is concerned that her periods have worsened since this procedure 7 years ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information, patient medical history and surgical pathology reports were added. Product insertion date updated. The event medical device removal was now replaced with device breakage and fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2877 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("another fragment of the essure coil is embedded within the endometrial cavity") and fallopian tube perforation ("a second essure coil is identified protruding from the serosal surface of the right cornu") in a 43 year-old female patient who had essure inserted. The patient had a medical history of bleeding genital, parity 3, multi gravida, abdominal pain and abnormal uterine bleeding. The patient had a family history of colon cancer, deep vein thrombosis, endometriosis and heart attack. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device breakage (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2014, as per mr (B)(6) 2014. Right tube, 6 coils; left tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose] on (B)(6) 2022: 115 mg/dl (high [pathology test] on (B)(6) 2022: final diagnosis: total hysterectomy, bilateral salpingectomy. Uterus, cervix: no pathologic abnormality identified. Uterus, endometrium: scant benign endometrium without proliferative activity, atypia or hyperplasia. Uterus, myometrium: no pathologic abnormality identified. Serosa: fibrous adhesions. Bilateral fallopian tubes with essure coils. No inflammation identified. The right tube is inked and sectioning reveals tightly coiled portion of metal, grossly consistent with an essure coil, contained entirely within the left fallopian tube. A second essure coil is identified protruding from the serosal surface of the right cornu. Another fragment of the essure coil is embedded within the endometrial cavity. [Ultrasound pelvis] on (B)(6) 2022: pelvic us uterus 7.9 x 4.8 x 4.7 cm, small 0.7 cm anterior intramural fibroid, endometrium 14 mm and heterogenous.patient has previously attempted: aygestin - continued heavy bleeding. Contraindicated therapies: none. Patient does have a history of essure sterilization and is concerned that her periods have worsened since this procedure 7 years ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.